Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During mapping in the procedure, the right atrial (ra) leadless pacemaker (lp) exhibited high capture threshold. When fixating the ralp at the base of the ra appendage, it was found that the ralp exhibited gradual decrease in pacing impedance. Upon unfixing and repositioning the ralp, it was noted via fluoroscopy imaging that pericardial effusion had occurred and caused cardiac tamponade. Patient's blood pressure started to decrease shortly. Thoracotomy was performed and the perforation site was identified and closed. It was suspected that the cardiac perforation was caused by fixating the ralp. The ralp was not implanted and the procedure was concluded. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.